Event description:
It was reported that the pump's usb port was damaged resulting in the pump being unable to be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.